Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, it was found that the locator wings were deployed in the tissue track because the device had been retracted too far out of the artery. The starclose se device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.